Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 230 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to corroded keypad traces. Cracked reservoir tube lip, cracked case near lcd window corner, cracked lcd window and stained end cap sticker.